Event description:
It was reported that high, out of range high voltage lead impedance was observed. The physician suspected the set screws were not tightened and had planned to check them. There is no further information available. The patient condition is good.